Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 2.00mm x 8mm apex¿ balloon catheter was advanced for dilatation. However, on unspecified inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with unspecified size emerge balloon catheter. No patient complications were reported and the patient's status was good.